Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set tubing leakage at site event on (B)(6) 2024. The blood glucose level was over 500 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) MDR 3003442380-2024-22760. Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004985, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004985 was manufactured according to the work instruction (wi) version 110 and manufactured in the line l5 on 16-jan-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing of the lot 4a01556 was manufactured according to the wi version 10 and manufactured in the machine igtl01, on 24-jan-2024, with a total of (B)(4) units. Lot 4a01532 was manufactured according to the wi version 10 and manufactured in the machine igtl01, on 16-jan-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.